Manufacturer narrative:
Insulin pump alarmed insulin flow blocked during the seat test due to out of specific force sensor zero offset (417mv). Unable to perform the displacement, rewind, basic occlusion, force sensor and occlusion test due to unexpected insulin flow blocked alarm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 260 mg/dl at the time of incident. Customer stated that she was trying to fill the tubing and received the insulin flow blocked alarm. During troubleshooting, insulin pump alarmed insulin flow blocked after a 5 units of insulin was delivered. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.